Event description:
The facility had stated that the lens became stuck in the cartridge prior to implant. There was no pt injur. The facility had discarded the cartridge and the packaging for the cartridge that indicates the lot numbers.